Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient had a head only MRI without any issues. There were no further problems with the device or therapy.

Event description:
A health care provider (hcp) reported that high impedances were measured on all electrodes in (B)(6) 2016. Since then, impedances have been improved, but the following high impedances were measured on (B)(6) 2017 during a follow up appointment: c-0 = 3434, c-3 = 2549, 0-2 = 4108, and 0-3 = 5860 ohms. The patient was meeting with the hcp for a pre-operation assessment for implanting a system on the patient other side. None of the electrodes with high impedances were being used to program therapy. The patient was receiving good therapy and they did not have any issues. No symptoms were reported.